Event description:
The following has been reported: nurse reported: tubing broke after priming and loading into pump. A preliminary review identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of an ivenix administration set was returned for evaluation. No defects were observed during visual inspection per the applicable drawing. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. The priming process was completed, and no alarm was replicated. Liquid was dripping from the bottom side of the cassette. An underwater leak test was performed for verifying the liquid and air side areas of cassette and bubbles were observed coming from unit. Finally, a dye test was performed, and it was observed that that the origin of the leak was located at the back side of the flow dial. The customer complaint is confirmed. The reported leak could be related to poor welding of the cassette. An internal investigation was opened to mitigate the reported issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record for fa24j07013 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.